Manufacturer narrative:
H3, h6: given the nature of the confirmed incident, the devices did not need to be returned for this investigation to take place because the event was detected during the manufacturing process. The contribution of the devices to the reported incident could be corroborated. An historical review concluded that there are no prior actions related to this product and event. A review of the manufacturing records and corresponding non-conforming control records (mrb) revealed that 5 pieces were sent for material review board (mrb) evaluation due to handling/surface damage caused by a stoppage in the passivation machine transport system. Disposition instructions in the non-conformance indicated that the product should be returned to wet blast to be reworked. However, when reviewing the production order in sap, the order was not reworked but returned to the production floor under the original production order. The required rework documentation was not created and thus the rework processing steps were not performed. Therefore, the event was caused by traceability and disposition process not followed during mrb. CAPA investigation was opened and as result the following actions were defined: training to manufacturing operators for documenting accept/reject quantities on routers. Train mrb attendant on corresponding procedure for restricting orders. Train manufacturing operators to perform visual inspection at unload passivation per corresponding procedure. Add visual inspection criteria to sterile packaging inspection procedure at (clean room) unload, vision and print labels require batch locking of orders in mrb cage. A review of complaint history did not reveal additional complaints for the listed batch. Also, based on the risk analysis documentation, the severity/occurrence of the identified risk is equal to the current risk index in the risk documentation. Additionally, given the level of damage that is likely based on the rework disposition and final visual verification in packaging, while possible, it is not reasonable to expect that there would be a significant increase in wear. Because there is non-conforming product in the field, the event was escalated to start remedial action.

Manufacturer narrative:
Report number 1020279-2021-04606 was sent as initial 5 day report when it actually was a 30 days report.

Event description:
It was reported that, on (B)(6) 2020, 5 pieces of legion ps oxin fem sz6 lt was sent for material review board (mrb) evaluation due to handling/surface damage caused by a stoppage in the passivation machine transport system. Disposition instructions in the non-conformance indicated that the product should be returned to wet blast to be reworked. However, when reviewing the production order in sap, the order was not reworked but returned to the production floor under the original production order. This is being reported following the 21 cfr 803, a remedial action is being taken, there were no complaints for this issue. No patient involved.